Manufacturer narrative:
The reported event of twisted/bent helix was confirmed. Visual analysis noted the helix was bent out of place. Bent helix is consistent with occurring during procedure. Further analysis found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the ventricular leadless pacemaker (lp), it was noted that the patient experienced bradycardia. The lp was recovered and upon review, it was noted that the helix was bent. Following the recovery of the lp, the patient was put on a temporary pacing wire while externally pacing and it was then noted that the patient's heart rate rose and the blood pressure dropped. Echocardiogram was performed and revealed a perforation, cardiac tamponade and pericardial effusion. A pericardiocentesis was performed and the patient was in recovery with stable vitals. The patient passed away.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
B2: date of death should be on (B)(6) 2026.